Event description:
The pt underwent surgical intervention for the device reportedly due to thrombosis. On 2/01/96, the pt underwent surgical intervention for the device reportedly due to anastomotic obstruction. On 3/8/96, the pt underwent surgical intervention for the device reportedly due to stenosis. The device remains implanted. No further info provided.